Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR review. Product code 151820035, work order (B)(4) was manufactured on 21-sep-2015. (B)(4) were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. Sterile certificate review: product code 151820035, work order (B)(4) of quantity (B)(4) was sterilised on (B)(4) 2015 as per sterilisation certificate (B)(4). The sterilisation cycle met the validated parameters. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: initial reporter occupation: non-healthcare professional "attorney." (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 18 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent stage 1 of a 2-stage left knee revision with spacer, due to patellar clunk syndrome, infection, swelling, and pain. The surgeon reported in his preoperative notes, the patient had a gram-positive blood culture on (B)(6) 2017. He indicated necrosis of the medial posterior condyle with lytic membrane suggesting chronic infection. The surgeon reported the femoral component was well fixed. He noted the tibial component was not well-fixed, he did not specify the interface involved. Both the femoral and tibial components were revised. The surgeon noted the patella was exposed and inspected. It was removed with an oscillation saw and a burr to remove the pegs. The remainder of any cement was rongeured away. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2017 (lt knee).